Manufacturer narrative:
Correction: sales rep reported a reoperation in error. There was no adverse event or serious injury/harm to the patient. Device received.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an abdominal wall hernia procedure, the first twenty firings were successful. After the 20th firing, the device made a strange sound during firing. They tried to replace the reload, but were not able to connect to a new reload. When rotating the dial, the articulating part broke. They stopped using the device and opened a new one. The first ten firings were successful, but then the articulating part was unstable and was unable to be used. A new device was opened. After fifteen firings, the articulating part was unstable again. The procedure was completed with another device. The patient required a re-operation due to this issue. The status of the patient is no problem.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two devices. The timing was disengaged for one of the two instrument received. A pmv reload was loaded onto the other instrument and the tacks fired and seated properly. The articulation knob did not function on either instrument. The instrument could not articulate. One was jammed partially articulated and one was jammed straight. Visual and functional testing of the returned product confirmed the product, as received, met specifications. Product analysis suggests the product was used in a surgical procedure. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition. Replication of instrument broke and unable to load could be due to excessive manipulation of the instrument during use. Replication of the instrument broke, made a strange noise, had a broken articulation joint, and that the articulation was not smooth may be due to over torquing of the knob. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.